Manufacturer narrative:
The investigation has been completed. A review of the device logs confirmed the reported alarm. The root cause of the controller failure alarm was due to a defective purge pressure sensor. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller experienced a controller error yellow alarm during preventative maintenance. The sensor was replaced, and the console was run for an hour without issue. No patient was involved.